Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. Based on the available information, the legal manufacturer provided an "inferred cause." Per the legal manufacturer, the inferred cause is the white balance was not adjusted properly.

Manufacturer narrative:
To resolve the reported problem, an olympus field service engineer (fse) performed an on site service visit. The fse evaluated the suspect device and confirmed the user reported problem. To resolve the issue, the fse performed a "white balance" and the image returned to normal.

Event description:
A user facility reported to olympus that the image was "pink" when using the device. There was no patient injury or harm, associated with the problem, reported to olympus.